Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient underwent posterior lumbar interbody fusion and posterolateral fusion surgery at l5-s1 wherein rhbmp-2/acs was placed in the disk space and posterolateral gutters outside a cage. Post-op, the patient experienced progressively worsening low back pain, pain in her hips, and tingling in the left hip and leg. The patient reportedly underwent 2 revision surgeries. The patient continued to experience chronic lower back pain with radiculopathy into her lower extremities. She experienced difficulty sitting and standing for prolonged periods of time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient was pre-operatively diagnosed with disc herniation at l5-s1 with foraminal narrowing of right l5 and instability syndrome and underwent the following procedures: l5-s1 microsurgical discectomy, right l5 microsurgical foraminotomy, posterior lumbar interbody fusion using peek, and posterior fixation with cortical pedicle screws and rods. Pre-oper atively, MRI scan showed an absolutely normal spine save for the l5-s1 level which showed significant nodic type 2 changes at the l5-s1 level as well as foraminal narrowing and disc protrusion at the l5-s1 level. As per op-notes, ¿¿I could remove additional disc material and found that the disc space was essentially prepared for implant of peek device that would be 11mm in height and 22mm in length. This was loaded with her own bone and that had been prepared for the case. In the typical fashion, this was hammered into the space with a great deal of tightness and resistance, we having previously tested it with several additional probes.at the sacral level, I introduced longer screws inserted in-between the inferior facet of l5 and the first sacral opening. This was done with screws, so that they needed to be longer to get distal purchase into cortical bone. The wound was then irrigated with bacitracin solution, and additional bone was placed in the gutters that had been prepared along with the remaining rhbmp-2/acs.¿ no intra-operative complications were reported as a result of the event.